Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 464 mg/dl. The customer stated that she changed the infusion set, but her blood glucose levels continued to elevate. The customer noticed that the infusion set was leaking insulin. Troubleshooting was performed, and the insulin pump was programmed correctly, but the daily totals did not match up correctly. Advised that the insulin pump would be replaced. Nothing further was reported.